Event description:
During a pump refill, a volume discrepancy was noted, the actual drug volume was 36 mls when the expected volume was 7 mls. There was no medical problem as the patient reported feeling better than he has in years. There were no pump alarms noted when the pump was interrogated. The patient was to undergo a dye study due to the volume discrepancy issue on (B)(6) 2015. The patient status at the time of the report was noted as alive, no injury. Per the hcp the patient never had withdrawal symptoms and was ¿doing great.¿ approximately one week prior to (B)(6) 2015, the drug was changed from 2000 mcg/ml to 500 mcg/ml concentration and a bridge bolus was performed. On (b)(66) 2015, pump interrogation revealed baclofen 500 mcg/ml with flex dosing programmed. The total daily dose was 871.63 mcg/day. The patient underwent a roller and dye study on (B)(6) 2015. The roller study was negative and the pump logs showed no stalls. During the cap (catheter access port) dye study, the physician placed just the needle in the cap and fluid came out the needle. He then attached extension tubing to the needle and attempted to aspirate but was only able to get a few drops into the syringe. The physician was instructed that without aspirating at least 1 ml from the cap prior to instilling dye, the patient could potentially be bolused with the total drug volume of the catheter (2000 mcg/ml concentration). The physician chose to proceed with the dye study. The physician then tried to push dye into the cap and felt resistance while pushing. The physician pushed 2 mls of dye into the cap and saw dye leaving the tip of the catheter via fluoroscopy. The physician attempted to aspirate again but was unable to obtain fluid. He then chose to do roller study. X-ray taken prior to programmed dye study bolus and then after 2 min of bolus given. Rollers appeared to turn. The pump was programmed to minimum rate (3 mcg/day). The patient went to recovery following the procedure and experienced some mental status changes was difficult to arouse. The patient¿s heart rate was 40s-50s and blood pressure was low 100s (systolic) with o2 sats being 93% with supplemental oxygen being given to the patient. The patient was admitted to the hospital. The physician was considering sending the patient for MRI (magnetic resonance imaging) or further scans for evaluation. On 5/8/2015 it was further reported that the physicians were going to wait before replacing the patient¿s catheter since the patient felt ¿great¿ and was not sure he wanted the pump therapy. On (B)(6) 2015, it was reported that no surgical intervention had been done nor was anything scheduled. The physician wanted to wait a month to see how the patient does and to see if he wants the catheter revised. Per the physician the cause of the discrepancy was a clogged catheter. A dye study was performed; further details were not provided. The patient recovered without permanent impairment. It was noted that the physician was considering replacing the catheter. The pump was used to deliver lioresal.

Event description:
Additional information was received from the hcp indicated a volume discrepancy occurred on (B)(6) 2015 and the actual residual volume (arv) was 40 ml and the expected residual volume (erv) was 31.8 ml. The pump was filled with saline on (B)(6) 2015 and programmed to minimum rate. No bridge bolus was programmed due to minimum rate mode. The catheter was clogged and the patient was going to have the pump explanted and the catheter ligated, but no date had been set for the procedure. It was also reported discrepancies were noted on past refills on (B)(6) 2015 and the arv was 36 ml and the erv was 7 or 8 mls. The patient did not have any symptoms.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).